Manufacturer narrative:
Device codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6)2020, additional information was received from the patient. They reported that their hcp of 11 years decided they could not take the patient anymore due to insurance. The patient was not connected with another hcp and could not find one, so they let the pump go dry. The patient stated they have been through hell, but seemed to be starting to get a little better. The patient stated they could "actually get some food down" and "it's been a month". The patient stated their alarm has been going off constantly. The patient stated they were "afraid I'm going to get an infection or something like that you know".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of morphine. On (B)(6) 2020 it was reported the patient's pain pump refill date was on (B)(6) 2020 and the patient started hearing the alarm from her pump on (B)(6) 2020. The patient started throwing up the night before. The patient remembered what withdrawal felt like because they had experienced before, many years earlier. At the time of the report, the pump was "beeping like crazy" and they were very sick. The patient stated they could barely see. The patient stated they were going through hell and their healthcare provider would no longer see them due to insurance reasons. The patient's primary care doctor sent a prescription in for anti-nausea medication, but the pharmacy was out stock, and their doctor was off on the day of the call. The patient was redirected to seek urgent medical attention if they felt it was appropriate. The patient confirmed they were hearing the single toned low reservoir alarm. Physician listings were provided.